Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding a drainage catheter connector attached to drain bag. A small portion of the catheter hub was noted to be broken and the broken parts were noted to be missing from the catheter hub. Therefore, the investigation is confirmed for reported catheter connector fracture, leak and identified material separation issues. However, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture and leak issues for the remaining two devices. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method , result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre drainage catheter. It was reported that post procedure, the drainage catheter was allegedly fractured. It was further reported that allegedly leak was noted. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre drainage catheter. After the procedure, the drainage catheter was allegedly fractured. It was further reported that allegedly leak was noted. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.